Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hematoma, ischemia and occlusion are known potential adverse events of use of the device. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. A conclusive cause for the reported patient effects of hematoma, ischemia and occlusion and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attached article, titled: predictors of percutaneous access failure requiring open femoral surgical conversion during endovascular aortic aneurysm repair this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: predictors of percutaneous access failure requiring open femoral surgical conversion during endovascular aortic aneurysm repair. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying proglide devices that may be related to: hematoma, acute occlusion, limb ischemia, failure to achieve hemostasis, technical failure and conversion to surgery. Pre-procedure computed tomography mapping and ultrasound puncture guidance. Specific patient information is documented as unknown. Details are listed in the article, titled: predictors of percutaneous access failure requiring open femoral surgical conversion during endovascular aortic aneurysm repair.